Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2024. The patient has experienced hight vault, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.